Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to the modular head dislocating from the acetabular cup while the surgeon attempted to reduce. The modular head and acetabular cup were removed and replaced. Patient was further revised on may 11, 2015 due to dislocation. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-02120 / 02122).